Event description:
It was reported that high threshold was observed. The physician elected to program the hv therapy off. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.